Manufacturer narrative:
The technician replaced the three brake casters and installed a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates three brake casters roll slightly and swivel when in the brake position.